Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous right coronary artery. The physician advanced the 15mm x 3.50mm nc quantum apex mr balloon to the lesion for post dilation and upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is recorded as good.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex balloon catheter was received for analysis. There was blood and thick contrast in the inflation lumen and balloon. A pinhole was found in the balloon wall located on the distal end of the balloon 5mm from the distal tip. Inspection of the balloon presented no irregularities in the balloon material or the ro markers. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous right coronary artery. The physician advanced the 15mm x 3.50mm nc quantum apex mr balloon to the lesion for post dilation and upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status is recorded as good.